Manufacturer narrative:
As of the date of this report the screw is still implanted in the patient, therefore a complete inspection could not be completed. The patient is recovering and the surgeon has no plans on a revision. Rti surgical confirmed this complaint on 07/05/2018. Since the product was not returned a device history review could not be conducted.

Event description:
A patient presented post operatively with a broken screw. The patient did not have any pain and there are no plans for revision surgery.